Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had been put into the MRI scanner with their implant still on, and it was not put into MRI mode. It appears they did a localizer scan, but did not carry on after that. The manufacturer representative (rep) rang the patient to check how they are now, and they said the implant is still working. She is not getting any discomfort or burning sensation around the battery site, although said that she started to during the scan. She is coming in on monday for us to check the device in person.